Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was unable to establish communication post patient receiving a magnetic resonance imaging scan. As a result, the device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported observation of ¿the ipg stopped working¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The MRI log showed MRI mode was turned off before the MRI was performed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
The device was explanted and a new device was implanted on (B)(6) 2020.